Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
An user report sent by (B)(6) was received on (B)(6) 2016 with following content: "the patient was implanted with a modular thp (revitan revision stem system) on (B)(6) 2010. He was satisfied with the outcome in the last 6 years. It is also reported, that suddenly, patient was with acute pain and left leg shortening without any trauma reported. X-rays analysis of (B)(6) 2016 showed a breakage of the modular connection of the stem, while the distal part of the stem was well seated in the bone. The revision surgery was performed on (B)(6) 2016. The explanted device will be given over to the patient."

Manufacturer narrative:
The device analysis couldn't be performed as the devices were not returned for investigation. Trend analysis: no trend was identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that after the implantation of revitan stem on (B)(6) 2010 the patient did not have any problem over 6 years. Then suddenly without any trauma, the patient experienced pain and leg shortening on left side. It is also reported that on the x-rays dated from (B)(6) 2016 the stem fractured at the cone with firmly anchored distal part was visible. The stem was revised due to the breakage after 6 years and 3 months in vivo. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: the removed prosthesis was given to the patient and won't be provided to zimmer (B)(4) for in-depth analysis . Review of product documentation: all proximal revitan components are compatible with all distal ones. Root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design: not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration process, systematic assessment defined in complaint investigation process or in the current pms process. Moreover, biomechanical reports and the raw material certificate certify the fatigue strength of the material; fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction): possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received; failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements): not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration process or in the current pms process; fracture of implant due to micro cracks due to laser marking in high stressed implant areas: not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration process, systematic assessment defined in complaint investigation process or in the current pms process; fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device: possible: no information about the patient activity is known; fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic): not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration process, systematic assessment defined in complaint investigation process or in the current pms process. Moreover, material compatibility specification certifies the material resistance; failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products: not possible: material pairing is certified by the material compatibility specification; fracture of implant due to damage of stem during implantation: possible: neither surgical report for the implantation, nor the devices were received. Therefore cannot be excluded; failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear): possible: the device was not returned for the investigation, therefore cannot be excluded; failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear): possible: the device was not returned for the investigation, therefore cannot be excluded; loosening or fracture of components due to patient with high body weight leading to increased wear: possible: patient bmi is not known, therefore cannot be excluded; loosening or fracture of implant due to insufficient bony support of implant: possible: no x-ray was returned for the analysis of the bone condition, therefore cannot be excluded. Conclusion summary: the product was not returned for the investigation. Neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Possible causes for the breakage of the connection pin includes the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported incident cannot be excluded. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information for the case was received, the investigation was performed again with the new information. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. The involved surgeon replied that the explanted devices were given to the patient and that no further information will be provided. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: event summary: it is reported that after the implantation of revitan stem on (B)(6) 2010 the patient did not have any problem over 6 years. Then suddenly without any trauma, the patient experienced pain and leg shortening on left side. It is also reported that on the x-rays the stem fracture at the cone with firmly anchored distal part was visible. Later, the patient underwent a revision surgery on (B)(6) 2016 after 6 years 3 months in-vivo time due to the stem breakage. Review of received data: ap-hip and lauenstein view x-rays dated (B)(6) 2016: cement free right tha with decentered femoral head and inclination angle of about 58°. Left tha visible stem fracture at the level of the cone between the second and third proximal cerclage cabel with dislocation of the proximal portion. All 6 cerclage cables are intact. The trochanter major is anatomically deformed with cystic structure laterally, pronounced heterotopic ossifications between acetabulum and trochanter major. Calcification formation below the trochanter minor. Inclination angle of the cup about 42 °, clear cup protrusion into the pelvis minor. X-ray (B)(6) 2016: postoperative display after revision operation of left tha. X-ray (B)(6) 2016: hip survey, left hip lauenstein projection. (B)(6) 2016: left hip ap and lauenstein projection. Pictures of the explanted revitan stem, which is broken into two pieces, the head attached on the stem, and the metallic shell are received. The stem is seen to be broken at the modular connection pin. Fracture surface is not visible. No other comments can be done regarding the failure. Primary implantation surgery report (left hip) dated (B)(6) 2001 and primary implantation surgery report (right hip) dated (B)(6) 2004 were available which do not convey a valuable information for the investigation of this complaint. First revision surgery report of the left hip was not received for review. 2nd revision surgery report (left hip) dated (B)(6) 2016: operation: revision of left uncemented tha. Implantation of zimmer modular tm-pan 72, longevity crosslinked insert 32/72, 3 anchoring screws, biolox forte 12/14 32 s ceramic head, modular revision stem brehm mrp titanium 19x200. Metal removal of the inserted steel cerclages and cerclage osteosynthesis after stem windowing, autologous spongiosaplasty of the proximal femoral shaft. Course: the surgical indication of a cone / stem fracture of a modular zimmer revitan shaft 6 years after a complex hip replacement of the tep on the left. Furthermore, the pelvic loosening of the screw pan with extensive osteolysis. Carefully peel and removal of large craniolateral heterotopic ossifications. The revitan shaft is broken at the modular cone, distally completely fixed. Exposing and removing the proximal part, periprosthetic tissue for microbiological diagnostics. At the acetabular cup base, removal of heterotopic ossifications and large amounts of granulation tissue. Loose cup can be unscrewed from the tight connective tissue. Also removal of tissue behind the cup for microbiological diagnostics. Careful removal of extensive osteolyses. Removal of the revitan stem and insertion of the new 19/200 revision stem. Secure fixation with total of three cerclage cabels and the formation of autologous spongiosa of the large bony defects in the proximal shaft area to prevent a possible swinging of the shaft. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all proximal revitan components are compatible with all distal ones. However, in this complaint revitan stem was combined with depuy acetabular cup and liner. This combination is not approved by zimmer biomet. Material certificate of the revitan stem is reviewed and it is confirmed that the product was manufactured according to the material specifications. IFU for femoral stems for total hip arthroplasty which was available at the time of implantation surgery, states that ¿only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com.¿ root cause analysis: root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, biomechanical reports and the raw material certificate certifies the fatigue strength of the material. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: material certificate of the revitan stem is reviewed and it is confirmed that the product was manufactured according to the material specifications. Fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device => possible: no information about the patient activity is known. Fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Moreover, material compatibility specification certifies the material resistance. Failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. Fracture of implant due to damage of stem during implantation => possible: nor surgical report for the implantation, neither the devices were received. Therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient bmi is not known, therefore cannot be excluded. Loosening or fracture of implant due to insufficient bony support of implant => possible: the distal stem looks like it is firmly anchored in the received x-ray as it is indicated in the surgical report. However, this risk for proximal stem cannot be excluded as it is dislocated and no previous x-rays are present to confirm the bony condition. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => possible: revitan stem was combined with depuy acetabular cup and liner. Conclusion summary: the product was not returned for the investigation. X-ray dated (B)(6) 2016 confirms the breakage of the stem at modular connection pin. Although the revision surgery report indicates the existence of osteolysis at cup interface and cup loosening, the only pre-operative radiograph of the left hip dated (B)(6) 2016 shows no evidence of those. Post-op x-rays right after the implantation of revitan stem were not returned to make a comparison with the x-ray dated (B)(6) 2016. Distal revitan stem looks like it is firmly anchored in the x-ray as it is indicated in the surgical report. However, a solid comment regarding the bony condition of proximal stem cannot be made as it is dislocated and no previous x-rays are present to see how fixed it was. Possible causes for the breakage of the connection pin include the material damage that may have occurred during the impaction load while assembling, high patient activity (patient disregarding limits of device), wear between connecting pin and proximal part due to bone (third body wear), insufficient bony support of the implant, increased wear due to patient with high body weight and off-label use (combination with competitor products). It is unknown to which extent these factors have played a role in the reported failure. Additionally, raw material certificate of the revitan stem is reviewed and it is confirmed that the product was manufactured according to the material specifications. However, the received implant stickers of the primary implantation surgery dated (B)(6) 2010 show that the revitan stem was combined with the competitor products (depuy acetabular cup and liner). IFU for femoral stems for total hip arthroplasty, which was available at the time of implantation surgery, states that ¿only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com. Therefore, as the combination of the products herein complaint was not approved by zimmer at the time of surgery, based on the given information and the results of the investigation, we identify the root cause for this issue as off-label use. Zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4). Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification.

Event description:
Note: the patient is now raising a legal claim.. It was also reported, that the left hip side is affected.